Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the erbe generator stopped functioning. The caller stated that the e-100 was still working and was advised by the intuitive tech support engineer (tse) that the force triad generator can be used as a backup generator. The clinical sales rep (csr) reporting the issue stated she would relay this information to the customer. There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was found to energized and cauterized and all ports recognized instruments. Error c-26 was not reproduced.